Manufacturer narrative:
.

Manufacturer narrative:
A femoral head was returned for review, met print specifications where measured, and did not display any significant damage or defects. Review of the DHR found no manufacturing issues or anomalies with the manufacture of the head; furthermore, these femoral heads were 100% inspected by cmm at the time of manufacture. Surgical notes and patient history were not available. The devices used were a compatible combination. To date, this is the only complaint received for any of the reported part/lot combinations. An unspecified error by the surgeon was reported by the field. With the information provided and no product issues identified, a specific root cause for the event cannot be determined with certainty, but it is possible that user error was a contributing factor.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the device fit too tight and could not be implanted.